Event description:
A coronary stent with delivery stystem was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon an attempt to inflate the balloon catheter, the balloon burst at 4 atmospheres of pressure. Another balloon catheter was utilized to successsfully deploy the stent. There were no additional complications reported relative to this event.